Event description:
It was reported that both the leads were exhibiting high impedances on some contacts and unable to be placed in MRI mode. As such surgical intervention was undertaken during which both the leads and ipg were replaced, and reportedly effective therapy was restored.

Manufacturer narrative:
B3-date of vent is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.